Manufacturer narrative:
This is one of three complaints reported for the finished goods lot. All three of the complaints reported for this lot are for this issue. Review of the device history records found a temporary deviation to the substitute knife that the customer reported was extremely dull. A sample was not been returned for this complaint. The customer only provided a photo of the packaging for the substitute knife. The root cause of the customer¿s dissatisfaction is related to a knife substitution which occurred due to a back order with the supplier. The root cause of the reported dull blade is unknown as a sample was not returned for investigation. A potential root cause includes an error during the supplier's manufacturing process. The manufacturer internal reference number is: 2016-13579

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported fifteen dull knives were noted during the procedures. There was no impact or harm to the patients. Additional information and samples have been requested.